Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a breast augmentation primary with a mentor memorygel, 250cc on the right, 275cc on the left side breast implant experienced right-sided capsular contracture grade IV, and left-sided capsular contracture grade ii post procedure. The patient stated that capsular contracture occured was months ago and now it¿s more painful and sharp pain, unable to lay on the right side. The issue was diagnosed by the patient surgeon. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on july 4, 2022, indicated that the patient underwent right-sided capsulectomy and replacement with cat#: 3502501, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 6, 2022 indicated that the patient surgery rescheduled for (B)(6) 2022. Manufacturer¿s reference number: (B)(4).